Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they wanted the device out. There were no steps taken to the resolve the issue. No further complications were reported/anticipated.

Event description:
A patient with an implantable neurostimulator (ins) indicated for gastric stimulation reported that after an echocardiogram, the patient experienced vibrating on their chest and beating. They wanted to have their device turned down. The caller noted they were scheduled for a knee replacement, however there were no allegations or indications it was related to the device or therapy. No further complications were reported/anticipated.